Event description:
A surgeon provided add'l info stating the incision site was widened. Add'l info has been requested.

Event description:
A surgeon reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Pt impact is unk. Additional info has been requested.